Event description:
It was reported to philips that the disk space was low. The device was in clinical use at the time of the reported event. The patient was moved to another room to complete the procedure. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the patient was undergoing diagnosis, which was delayed and was completed by moving patient to another room using another system. It was reported that the system has disk full message even after deleting images. Upon troubleshooting, philips field service engineer (fse) visited onsite and checked logfiles and confirmed the message: disk full. Fse performed data consistence repair and recreated image store. After that, the system was returned to use in good working. The codes were updated based on the investigation outcome.